Event description:
A 3.0mm diameter by 12mm length s7 stent delivery system was inserted for treatment of a lesion in the mid-right coronary artery. The lesion was not pre-dilated prior to the insertion of the stent delivery system. It was not possible for the stent to advance through a bend in the artery to reach the target lesion, despite aggressive attempts. Upon removal of the stent delivery system, the stent dislodged from the delivery balloon when the stent was pulled into the guide catheter. The stent delivery balloon was re-inserted and advanced through the undeployed stent. The stent was then successfully deployed at a lesion in the proximal right coronary artery. The targeted lesion site was subsequently treated with balloon angioplasty. The pt was reported to be fine and there was no add'l clinical sequelae reported related to the event. The instructions for use were not followed, when the lesion was not pre-dilated prior to the insertion of the stent delivery system and when the stent was pulled into the guide catheter during removal.